Manufacturer narrative:
The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation, embedment, tilting and perforation abutting an organ that causes injury and damage to the patient.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, embedment, tilting and perforation abutting an organ. The patient reported becoming aware of the events approximately twelve years and six months post implant. The patient also reports anxiety related to the filter. According to the implant record the indication for the filter placement was a pulmonary embolus (pe) in the right lower lobe status post chondrosarcoma. The filter was placed via a sheath in the left common femoral vein. A cavogram was performed demonstrating a widely patent inferior vena cava. The renal venous in-flow was noted to be between the upper l2 and mid portion of l1, without evidence of thrombus. The optease filter was successfully deployed. The final spot image demonstrated the filter at the mid to lower portion at the l1 level. There were no immediate complications encountered and the patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation, embedment, tilting and perforation abutting an organ that causes injury and damage to the patient. Per the implant records, the patient was found to have a pulmonary embolus (pe) in the right lower lobe status post chondrosarcoma; therefore, the inferior vena cava (ivc) filter placement was indicated. The left groin was evaluated with real-time sonography demonstrating a patent common femoral vein. The right groin was not assessed since the patient had recent postsurgical procedure with sutures in place. The left groin was prepped and draped in the usual fashion. A needle was then used to puncture the common femoral vein after which a wire was advanced. The wire was followed under fluoroscopy and noted to engage the contralateral common iliac vein. A cavogram was performed demonstrating a widely patent inferior vena cava. The renal venous in-flow was noted to be between the upper l2 and mid portion of l1, without evidence of thrombus. The optease filter was successfully deployed. The final spot image demonstrated the filter at the mid to lower portion at the l1 level. There were no immediate complications encountered and the patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, filter embedded in wall of the ivc, tilting and perforation abutting an adjacent organ becoming aware of these events approximately twelve years and six months after the filter implantation. The patient further experienced anxiety related to the filter.